Manufacturer narrative:
Method: device history record review, work order search. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A work order search found 1 similar complaint. (B)(4).

Manufacturer narrative:
Method code (process evaluation): medical review. Results code (evaluation result): per medical review - reportedly, intraoperative lens exchange for a different power lens of a same model, was performed to address user error (wrong lens choice prior to surgery). No reported problem with the lens or any injury to the patient. According to the report, by a nurse, dated on (B)(6) 2015 it was confirmed that the event was not product related but caused by pre-op mistake by hcp ("wrong power selection"). (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Results: visual inspection of the returned product showed a tear in the optic and a brownish residue on the lens. (B)(4).

Event description:
The customer reported the surgeon inserted and removed the aa4203tl silicone single piece lens during the same procedure. The reported stated the review of the patient's chart indicated the same model, different diopter lens was implanted without any injury to the patient. Therefore, the reporter concluded the event was likely due to a mispower of the lens and not product related.